Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that one gst60g reload was received fully fired, broken and with the pan missing. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the surgeon was using echelon 60 with green loads to resect lung. After successful 5th firing, tech went to remove reload and metal sledge broke off into cartridge pocket of stapler. Only green plastic portion popped off. Tech was unable to get metal out of gun and a new gun had to be opened to complete the next firing. The procedure was completed with the second like device with no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58e93. Investigation summary: the analysis results that one psee60a device was returned with no visual non-conformance's. One gst60g reload was received fully fired, broken and with the pan missing. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.